Event description:
Account alleged that the bed will not go into trendelenburg. There were no injuries.

Manufacturer narrative:
Account found the cause to be logic board failure. The account found the voltage and signal was not getting to the board properly. The account replaced the logic board to resolve the issue.